Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing a ruby coil through another manufacturer's microcatheter and decided to retract the coil. After the coil was removed, the physician inspected it on the back table and found that it had unraveled while it was in the microcatheter. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock of the ruby coil was intact on the proximal end of the pusher assembly. The pusher assembly was kinked throughout its length. The embolization coil was detached from the pusher assembly; the embolization coil was partially hanging out of the distal tip of the catheter, kinked, and knotted. One non-penumbra catheter was returned inserted through another non-penumbra catheter, and both were full of blood. When a penumbra investigator attempted to remove the inner catheter from the other, it became fractured at the hub. The catheters could not be separated from one another, and the ruby coil embolization coil could not be flushed out of the catheters. Both catheters were damaged. Conclusion: evaluation of the returned ruby coil revealed the pusher assembly was kinked throughout its length. This damage was likely incidental and may have occurred during packaging for return. Further evaluation revealed the embolization coil was detached from the pusher assembly and severely damaged. This type of damage typically occurs due to forceful advancement and withdrawal of the ruby coil against resistance. Evaluation of the two non-penumbra catheters revealed they were damaged, full of blood, could not be separated from one another, and could not be flushed to remove the ruby coil embolization coil. The damage found on the non-penumbra catheters likely contributed to the difficulty experienced by the physician while advancing the ruby coil. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.